Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the flange on the tracheostomy tube had torn. An unplanned tube change by parent when she noticed the problem and tear. There was patient involvement, but no patient injury.